Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿pump is overfeeding.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/27/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump is over feeding.

Manufacturer narrative:
Section has been updated to reflect additional information received from the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the enteral feeding pump is over feeding. The pump was set to deliver the feeding over 4 hours, the pump delivered in under 2 hours